Event description:
It was reported that the device was explanted after implant duration of zero days, due a failed ring repair. Information learned from implant patient registry and from the surgeon's follow up response.

Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed, and this device passed all manufacturing, and sterilization inspections with no nonconformance.